Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest 40 pta dilatation catheter was received for evaluation. During visual evaluation, no anomalies were noted to the luers, bifurcate or glue fillets. During functional evaluation, an in-house presto inflation device was used to inflate the balloon and water was noted leaking from the catheter shaft. Under microscopic examination, a tear was noted to the catheter shaft. No other functional testing was performed. Therefore, the investigation is confirmed for the reported leak and identified catheter tear as a tear was seen on the catheter shaft under microscopic examination from which water was noted leaking. A definitive root cause for the reported leak and identified catheter tear could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Expiry date: 09/2023.

Event description:
It was reported that during an angioplasty procedure, the catheter allegedly leaked during inflation of the balloon. The procedure was completed by using another device. There was no reported patient injury.